Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an intraperitoneal onlay mesh (ipom) procedure, when the surgeon tried to fix the mesh with the sorbafix enhanced device, during the first fire the surgeon experienced difficulty in firing the fasteners and few of them "fall off." After trying multiple times, no fasteners fired/fixated the mesh. As reported, fallen fasteners were removed from the patient's body and the procedure was completed with another fixation device. There was no patient injury.